Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent implant as reported. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulty. However the reported difficulty could not be confirmed as the returned sds was advanced and retracted through a new 6f guiding catheter without resistance noted. It is possible the guiding catheter was damaged contributing to the reported resistance however this could not be confirmed. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position or remove from the guiding catheter for this lot. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent damage.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, eccentric lesion of the mid left anterior descending artery, using a radial approach and 5 fr catheter, resistance was met and the 3.5 mm x 18 mm xience v could not be advanced through the guide catheter. Resistance was met when the xience v was attempted to be removed through the guide catheter and it became stuck. Both devices were removed from the anatomy as a system without incident. Once outside the anatomy, it was noted that the stent implant of the xience v was damaged in the mid area. A second 3 mm x 28 mm xience v was used in the procedure without incident. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.